Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Two replacement 20a 250v fuses shipped to site 05/10/2016. On 05/10/2016 a medtronic representative performed an imaging system check-out, all areas passed. Biomed representative replaced fuses. Issue resolved. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported their imaging system required replacement of 20a fuses on the mobile view station (mvs) power board. No further details regarding the issue, or the behavior of the imaging system, were provided. There was no patient present when this issue was identified.